Manufacturer narrative:
Product event summary: the device was returned and analzyed with no anomalies found. Performance data was also collected from the device and analyzed. Analysis revealed a magnet tone alert on (B)(6) 2016.

Event description:
It was reported that the patient started hearing the magnet tone from their implantable cardioverter defibrillator (ICD) every few minutes after going to a conference at a university. The tone went away, and the patient started hearing the magnet tones again about a week later at around 4pm and continued until around 11:30pm. When they went to check the patient, they also heard the magnet tones every few minutes. They took all clothes off of the patient for an x-ray, but continued to hear the magnet tones. The tones were heard regardless of posture. It was noted that the device had a hall sensor failure and random component failure. The alerts were all turned off initially to stop the toning and the device was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.